Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported the patient was revised due to pain, fluid, elevated cobalt levels, and a possible pseudo tumor. During surgery, a hole was seen in the capsular repair and corrosion was visible on both the trunnion and inside of the femoral head.

Event description:
It was reported patient underwent a revision procedure three years post-implantation due to altr (advanced local tissue reaction) to secondary tribocorrosion. Corrosion was noted at the base of the femoral head. The head was removed and confirmed corrosion inside the head and staining of the femoral neck were found. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Operative notes received confirm the reported event as identified in previous device examination. Previous visual examination of the femoral head confirms dark debris is identified in the female taper as well as damage consistent with the extraction process. Eds analysis confirms the presence of foreign elements as well. It is confirmed the device meets its dimensional specifications. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information provided at the time of this reporting.

Manufacturer narrative:
Concomitant product(s):- liner standard 3.5 mm offset 40 mm i.d. For use with 60 mm o.d. Shell catalog# 00630506040 lot# 61953959, unknown stem. A 40mm femoral head was returned for evaluation. As returned, dark debris is seen in the taper. The bottom surface has damage that most likely occurred during removal. Dimensional readings are conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2016-00901, 0001822565-2016-02154.